Manufacturer narrative:
Testing was performed at alere scarborough on retained kit lot 091493 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 091493 were reviewed. This lot met the required release specifications. A review of the complaints reported false negative related to lot number 091493 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) alere determine hiv 1/2 ag/ab combo was reported on a grossly hemololysed serum on a (B)(6) male. The patient was confirmed (B)(6) by a 4th generation eia and a viral load (B)(6) . There is insufficient information to determine if a malfunction occurred. It was reported that the patient was not on art.